Event description:
It was reported that, during reprocessing, the videoscope tested positive for 2 colony forming units (cfus)/endoscope of coagulase-negative staphylococci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Additional information added to d8, d9, and h3. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm final investigation. The lm reviewed the customer provided cds checklist and confirmed that there was no obvious deviation in the reprocessing procedures from the instructions for use (IFU). Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels. Cfu: 1cfu/endoscope. Bacterial identification: n/a. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction for use (IFU) for the cyf-vh device describes the proper reprocessing methods. Olympus will continue to monitor field performance for this device.